Event description:
Allegedly revised due to a loose component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Device history record reviewed. Package insert reviewed. Product not returned. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00278, 00279.